Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00142 and 3007963827-2023-00143. D10 medical devices: articular surface medial congruent (mc) right 12 mm height catalog#: 42522100812, lot#: 65545253. Tibia cemented 5 degree stemmed right size e catalog#: 42532007102, lot#: 65461649. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, patient developed pain, swelling, and erythema and ten days post-implantation was diagnosed with an occlusive, proximal deep vein thrombus (dvt). A prescription medication as well as compression stockings were required for treatment. The dvt was documented as resolved approximately two months after diagnosis. At the three month follow-up appointment, components remain in place and the patient is satisfied with their new joint.